Manufacturer narrative:
Findings: pump received with frozen screen and constant tone due to faulty 2/ib. Unable to verify watchdog timeout alarm due to frozen screen. Pump received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump was dropped. The customer can't access the menu. The customer was advised that the pump will be replaced. The customer was advised to discontinue use of the device and revert to backup plan. The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that constant tone started after her pump was dropped. The customer stated the alarm did not clear successfully. The customer was advised to insert new battery and constant tone did not disappear. The customer was advised that we are sending replacement pump.